Event description:
Patient has a short, angulated, reverse tapered neck, measuring 25mm at the renals and enlarging to 28mm lower in the aorta. Procedure went well during placement of the main body and the iliac legs. During angiogram noted a type I endoleak at the neck due to angulation of the neck. Physician attempted to re-balloon at the neck in order to stop the leak. Leak was still present. Another manufacturer's stent was placed inside the superior portion of the main body graft in order to seal the site and stop the endoleak. At final angiogram, there was still a faint whisper of a leak at the proximal end of the main body graft. Physician was not concerned since the patient's act was up. Physician will continue to follow-up with patient.